Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 260 mg/dl and their sensor glucose had a low reading. The customer also reported a low blood glucose event where their blood glucose declined to 48 mg/dl. Customer reported experiencing symptoms such as numbing around their lips and sweating. The customer was able to treat their blood glucose with orange juice. No additional provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.